Manufacturer narrative:
MFR ref no: (B)(4). The device was returned and evaluated by baxter. The identified "upstream occlusion" alarm was confirmed (through initial testing) but was not reproduced during further eval. The eval found the fluid numbers to be within spec. The upstream sensor was replaced and calibrated to ensure proper occlusion detection.

Event description:
During baxter's functionality testing, it was found that a spectrum pump had a constant upstream occlusion. There was no pt involvement.